Event description:
The patient was undergoing a coil embolization procedure to treat a type 2 endoleak using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, after advancing approximately 90% of the pod pc in the target vessel, the physician encountered resistance in the microcatheter. Therefore, the physician decided to remove the pod pc. While attempting to retract the pod pc, the pod pc unintentionally detached partially in the microcatheter and partially in the vessel. Therefore, the microcatheter and the pod pc were removed together from the patient. The procedure was completed using a new pod pc of a smaller size. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.